Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6), 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.